Event description:
It was reported that the tip broke off and remained inside the patient. The non-stenosed target lesion was located in the severely tortuous and non-calcified vessel. A 180x25cm fathom -16 guidewire was selected for use. During an avm pseudoaneurysm embolization procedure, it was noted that the distal tip of the fathom wire broke off inside the patient and may have gone into the peritoneum. Extravasation was also seen after, but it eventually went away. The device was also observed to be stretched after the broken proximal wire was pulled out of the patient. The rest of the wire other than the tip was removed without additional intervention done and the procedure was completed with a new wire. The patient was discharged and has fully recovered.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. The device was returned for the analysis, and it is possible to see that the guidewire was bent, stretched and detached at the distal section, the coating hydrophilic was detached. No more damages were detected.

Event description:
It was reported that the tip broke off and remained inside the patient. The non-stenosed target lesion was located in the severely tortuous and non-calcified vessel. A 180x25cm fathom -16 guidewire was selected for use. During an avm pseudoaneurysm embolization procedure, it was noted that the distal tip of the fathom wire broke off inside the patient and may have gone into the peritoneum. Extravasation was also seen after, but it eventually went away. The device was also observed to be stretched after the broken proximal wire was pulled out of the patient. The rest of the wire other than the tip was removed without additional intervention done and the procedure was completed with a new wire. The patient was discharged and has fully recovered.